Event description:
During a conronary drug eluting stenting treatment procedure, an embolization occurred. The circumflex artery was wired with a bmw wire through a jl fr. Runway catheter. The lesion was predilated with a 2.5x9mm maverick2 balloon. The physician used a taxus express2 2.5x16mm drug eluting stent to cross the lesion but was unsuccessful. While pulling the taxus stent through the guide, the stent embolized to the right leg. The stent was not removed from the patient. The procedure was completed with another taxus stent. No further complications were reported. Patient status is satisfactory.